Event description:
The ceramic tip broke off inside pt. Pt had to have further surgery at later date to retrieve the tip and to repair tear in bladder neck and bowel. There is no report of permanent pt injury.